Event description:
Event description guidant received information that this coronary sinus implantable lead exhibited elevated pacing thresholds. Loss of capture was observed at the follow-up visit. The left ventricular output was increased and capture was obtained; however, the patient then experienced diaphragmatic stimulation. A lead dislodgement is suspected.